Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument failed during activation, came apart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the cables in the instrument head came apart while clipping gallbladder. Instrument did not collide with any other instruments. No fragments fell inside patient. Instrument was returned via ups however no photos or videos were taken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.